Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 around 03:00am, the patient woke up and the cgm reading was high, but the patient could not remember the exact cgm reading. The patient did not perform fingerstick to check bg value. The patient self-treated with insulin and went to the restroom. The patient lost consciousness in the restroom. No ambulance was called, but at the time of the report ((B)(6) 2025), the patient was at the hospital. It is not known how this hospital visit was related to the event. The patient declined to provide any further details regarding the event. The patient mentioned they also had the flu and high blood pressure, but it was not known how this was related to the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3: device evaluated by mfg- additional information. H3: evaluation included - additional information. H6: additional information.

Event description:
The wearable was returned for product investigation. An external visual inspection was performed and passed. Performance data was reviewed, and the allegation was undetermined. The probable cause could not be determined via product.